Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes underfilled. There were 20 tubes affected. There was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: b5. Describe event or problem: it was reported that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes underfilled. There were 20 tubes affected. There was no report of patient impact. H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for underfilled was observed. Additionally, 100 retention samples from the bd inventory were evaluated by visual examination and the issue of underfilled was not observed. A draw test was performed at the manufacturing site on 10 retention samples. All tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during the manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes underfilled. There was no report of patient impact.